Event description:
It was reported that during a routine follow-up, the patient with this device reported hearing device tones. An interrogation of the device exhibited an error code indicative of an exceeded charge time. For this reason, the patient was moved to the emergency room for immediate device replacement. No other adverse patient effects were reported and the unit was later returned for a post explant laboratory analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted a swollen area over the high voltage capacitors. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that during a routine follow-up, the patient with this device reported hearing device tones. An interrogation of the device exhibited an error code indicative of an exceeded charge time. For this reason, the patient was moved to the emergency room for immediate device replacement. No other adverse patient effects were reported and the unit is intended to be returned for a post explant laboratory analysis.